Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: (quotation from the customer): "standard exchange. Msp161192 check valve. The hamilton c1 is alarm release valve defective. After replace check valve and full calibration at that time this c1 can use to normally." (2) health impact: none. Occurs while testing the machine.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing. Follow up correction: corrected imdrf code a to: a050402 - gas/air leak. (Caused through a copy and paste error)

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: (quotation from the customer): "standard exchange. Msp161192 check valve. The hamilton c1 is alarm release valve defective. After replace check valve and full calibration at that time this c1 can use to normally." (2) health impact: none. Occurs while testing the machine.